Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user of the ilet bionic pancreas experienced hyperglycemia and a high glucose alert while using an inset 23" 6 mm infusion set; glucose began trending down after the user announced and dosed for a usual meal, and replacements for the infusion set were shipped along with user education and troubleshooting. Symptoms included elevated blood glucose. Outcomes included no injury, no hospitalization, and no medical intervention beyond routine self-management and customer support. Investigation included review of device history, lot information, and technical support troubleshooting. Investigation of this case revealed no noticeable issues with the infusion sets associated with the reported event. It was concluded that the cause of the hyperglycemia was unclear, with no device malfunction identified. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.